Event description:
Caller reported that pump malfunctioned after getting wet. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump but noted that it was out of warranty. As a backup to ensure insulin delivery, customer planned to use mdi. Cts initiated process for obtaining an out-of-warranty loaner pump and requested insurance information from the customer.